Event description:
After inserting the catheter into the left cephalic vein, the clinician attempted to withdraw the spring wire guide (swg). The wire kinked and unraveled while there was approx 14cm left in the patient. Halfway through the removal procedure, the dr felt the swg "snap". The patient then felt a sudden pain in the chest. Pt's family requested that the catheter be removed immediately. An x-ray was taken after the removal of the catheter. It confirmed that all of the swg was removed. No patient complication reported.